Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported there was leakage between adapter and plum set. The event was noted during infusion and solution name was unknown. There was patient involvement but no patient harm.

Manufacturer narrative:
The device is not available for evaluation. A lot number has been provided and a picture. A device history lot review is pending.

Manufacturer narrative:
Two pictures were returned for evaluation. One showed a burrette and a pump. The other showed a red box outlining the base of the bag spike adaptor and the bag spike of the set. The picture resolution was not high enough to be able to distinguish a leak. The complaint of leakage could not be confirmed based on the returned images. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.